Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking in front of the bag through the letter "I" in (B)(6). This was noticed prior to patient use. There was no patient involvement.  No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed. During functional testing, a leak was observed from the front of the bag from the dotted part of the letter ¿I¿ in the word (B)(4). Microscopic inspection revealed a small hole in the bag. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.